Manufacturer narrative:
B3/d10: the events occurred between (B)(6) 2023. E1: initial reporter address: (B)(6). E1: postal code: (B)(6). H4: device manufactured date: from september 14, 2022 to september 16, 2022. Three (3) devices were received for evaluation containing approximately 12, 14 and 25 ml of fluid in their bladders. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on each device and the flow rates were found to be within the product specification range. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that underinfusions were observed during use of three (3) large volume infusors containing ceftriaxone (aft) 4000mg in sodium chloride 0.9%. This was observed during patient infusions concurrent with benzylpenicillin. The benzylpenicillin did not fully empty during the 24 hour administration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.